Event description:
A user facility reported that an intraocular lens (iol) was explanted approximately 3 weeks following the initial implant surgery because the lens did not fit properly in the eye and was moving around. It was reported that the surgeon felt the haptics are "not right" and decided to exchange the lens which required a wound widening. The pt was reported to be "doing well." Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).